Manufacturer narrative:
No troubleshooting on the alinity c processing module was performed, and a single definitive part could not be identified as the cause for the result issue. Insufficient sample volume may have contributed to the falsely depressed result. Return testing was not completed as returns were not available. The instrument service history review revealed no additional service tickets associated with discrepant /erratic results for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation the alinity c processing module serial number (B)(6) is performing as intended, no systemic issue or deficiency of the alinity I processing module was identified.

Event description:
The customer observed a falsely depressed alinity c total bilirubin result for a pediatric patient sample. The following data was provided: sid (B)(6) initial result = 11.1 mg/dl, repeat = 0.5 mg/dl. The sample was too low to perform another repeat testing. The customer is questioning the repeat result of 0.5 mg/dl as no error code was generated with the result. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed alinity c total bilirubin result for a pediatric patient sample. The following data was provided: sid (B)(6) initial result = 11.1 mg/dl, repeat = 0.5 mg/dl. The sample was too low to perform another repeat testing. The customer is questioning the repeat result of 0.5 mg/dl as no error code was generated with the result. No impact to patient management was reported.